Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy defibrillator (crt-d) displayed noise on the right ventricular rate/sense channel. Elevated left ventricular thresholds and pectoral stimulation were also noted. The physician elected to examine the system invasively. The device header was observed to have a loose connection. The lv lead and device were replaced without further incident.